Event description:
This powerpicc solo has a broken catheter 3-4cm down from the hub. The customer discovered the problem when they flushed it and took it out and inserted a new one. The pt didn't get hurt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of reyb0766 showed no other similar product complaint(s) from these lot numbers.